Event description:
Event description guidant received information that this transvenous defibrillation exhibited lead on lead contact chatter during the implant procedure. It was determined that this lead was contacting the previously capped rate/sense lead, which resulted in noise. This noise was sensed by the device, and resulted in pacing inhibition. The physician elected to reposition this lead in the right ventricular outflow tract (rvot), and capped the rate sense leg. The chronic lead was used as the sensing lead.